Event description:
It was reported that the customer had a button error on the insulin pump. The customer blood glucose level was 111 mg/dl. The customer was advised that the insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
Findings: all buttons function properly, however moisture damage was found on up keypad trace. No button error alarm noted during testing. No cosmetic damage noted.